Event description:
Pt underwent placement of mitral ring in 1992. Has now developed mitral regurgitation and aortic stenosis, associated with congestive heart failure. Pt re-operated to remove ring and to replace valve.